Event description:
It was reported that the patient had the implantable neurostimulator (ins) implanted in their buttock and had lost 50 lbs. About 6 months ago. The patient found that the battery pack protruded somewhat and had a lot of movement. At times, such as when they went to sit or did certain movements, the patient found that it was rather painful around the ins, starting a couple of weeks ago. The patient was getting a shocking sensation when they went to sit down 2 days ago. The patient recalled shocking happening 3 or 4 days ago and when they sat on the ins a shock went down to their toes. Last week the patient noticed the ins was not as effective and they felt stimulation in their leg, foot, and toes more. The patient was on a diabetic diet and would try to lose another 15 lbs. The patient mentioned that they had moved since they had the device implanted. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va07a3k, implanted: (B)(6) 2013, product type: lead.